Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Head loose from accolade stem. Revision surgery being undertaken (B)(6) 2017.

Manufacturer narrative:
An event regarding alleged ¿disassociation¿ involving an accolade stem was reported. The event was confirmed. Device evaluation and results: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Burnishing, scratching, and third-body indentation were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the dated x-rays, operative reports, office notes and material analysis of the explanted devices by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made regarding the cause of the loss of taper lock which resulted in the mechanical failure of the head/trunnion junction eight-and-half years post implantation in this large male patient.¿ device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed but the root cause could not be determined based on the review of the dated x-rays, operative reports, office notes and material analysis of the explanted devices by the consulting clinician stating ¿based upon the information available for review, no determination can be made regarding the cause of the loss of taper lock which resulted in the mechanical failure of the head/trunnion junction eight-and-half years post implantation in this large male patient." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Head loose from accolade stem. Revision surgery being undertaken (B)(6) 2017.